Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 1997 ; 116 (4) :227-228. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received: risk of pelvic injury from femoral neck guidewires, archives of orthopaedic and trauma surgery. 1997 ; 116 (4) :227-228. Authors: m. Feeney, e. Masterson, p. Keogh, w. Quinlan. This article referenced a reported case of a fatal outcome after intrapelvic migration of a cannulated screw. A copy of the article will be included in this report. It is unknown if the screw associated with the injury was a synthes part. This report is for a cannulated screw. This is 1 of 1 report for complaint (B)(4).